Event description:
It was reported that in the ER during insertion into the patient's subclavian vein, resistance was met resulting in the kinking of the guide wire. A new kit was opened and used to successfully complete the procedure. There was no reported delay, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
A sample will not be returned for eval.